Manufacturer narrative:
Explant surgery is scheduled but has not yet occurred. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Physician reports capsular contracture, baker grade unknown. Explant surgery is scheduled. This record relates to the right side.